Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 450 mg/dl, 350 mg/dl at time of incident and current blood glucose was 436 mg/dl. Customer treated with manual bolus for high blood glucose. Customer declined troubleshooting for hyperglycemia. Customer states they replace the insertion again and found the cannula was bent. Customer states they were feeling slightly sick and like assisted in overriding the insulin pump to treat with the new site. The insulin pump will not be returned for analysis.